Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and not duplicated. The combination of transducer at power-up/auto-zero noticed in the events log with successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operation auto zero checks. The component had solenoid failure. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator sometimes alarms "xdcr fault" when powered on. There was no patient involvement associated with this issue.